Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient death remains unknown.

Event description:
Related manufacturing ref: 2017865-2018-19534, 2017865-2018-19537, 2017865-2018-19539. Following a pacemaker implant on (B)(6) 2018, the patient expired the following day. The cause of death is unknown and no further information is available.